Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies on station were stated as 'read, write, or invalid cubie memory'. A field service engineer (fse) found that several pockets in the enhanced height drawer 5.1 on the main unit were filled. All pockets and components for 5.1 were manually removed, and contaminants like staples and foil medication packaging were cleaned from beneath the trays. All components were reseated, and the row ribbon cable was replaced with a new one. During testing in the hardware test application, the drawers 5.1 and 5.2 were not found on the bus, the fse replaced the pixie bus controller module board and pixibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple cubies on station were stated that 'read, write, or invalid cubie memory'. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.